Event description:
Alert: rv unipolar lead impedance warning on (B)(6) 2025. Measure 228 ohms today. Measurement consistent with historical values. R wave measurement is 1.3 mv. Measurement consistent with historical values. Rv lead programmed sensitivity is 0.9mv. Sic is 130. Device appears to be undersensing on ventricular leads on saved egms. See episode # 202. Patient also has a leadless ipg implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).